Event description:
The customer reported that the system was intermittently unable to perform fluoroscopy x-ray. A system reboot was required to regain functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.